Event description:
It was reported that the customer had an unspecified cartridge issue. Ultimately, the customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer. Customer declined further follow-up or assistance, and no additional information was received regarding the outcome of event.